Event description:
It was reported that the patient had multiple low flows, was covid positive and symptomatic with light headaches. The log files showed low flows and the pump was seeing a reduction in blood volume. The low flow alarm was identified as element of right ventricular failure and low cardiac output. The patient was started on digoxin, was given fluids intravenously, and the pump speed was decreased. The left ventricular assist device controller exchange was with the updated software to decrease episodes of low flows. The low flow alarms resolved. The patient had symptoms of lightheadedness, dizziness, visual changes and poor appetite.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. According to the account, the alarms were due to right ventricular (rv) failure and low cardiac outflow. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10dec2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. D. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 pocket guide to alarms for clinicians, rev. C, and the heartmate 3 pocket guide to alarms for patients and caregivers, rev. C, explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.